Manufacturer narrative:
(B)(4). A f/u will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator is giving high pressure oxygen alarm. There was no reported pt involvement.